Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of minimally invasive gynecology 21 (2014) s178. (B)(4).

Event description:
It was reported in a journal article with title : urinary incontinence surgery medical management constantly changing. This study aimed to evaluate and justify different surgical procedures on stress urinary incontinence (sui). From january 1997 to february 2014, a total of 683 patients who had surgery were followed for outcome, complications and cost effectivity. Of these cases, 32 patients used miniarc-tvt abbrevo for the sui repair surgery and other used non-ethicon devices. Complaints included injury/tape in bladder (n=?), mesh herniation/ erosion (n=?), pelvic pain on movement of legs (n=?), and de novo ui (n=?). The overall result of this study presented that laparoscopic burch is a good technique with less complication but higher long-term failure and not suitable for intrinsic sphincter deficiency. Sub urethral sling had highest complication rate, retention of urine and redo surgery. Trot had the most acceptable success with least complications.